Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The product analysis confirmed that the gi tech onsite removed the plastic inside that channel according to the pictures provided. Inspection results from the service team identified foreign material inside the channel. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint could not be established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had occluded channel during a colonoscopy procedure while the patient was under sedation. Later, when this device was reprocessed, additional foreign material was found stuck in the channel. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.